Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitted two low battery warnings. A device in this fault mode, if left undetected could result in the failure of the device to performed as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008. The returned pad-pak was not in the device at installation. The device operated as normal until a failed self test on (B)(6) 2008 for a low battery. It went unnoticed by the user for more than 5 months. On (B)(6) 2009, the pad-pak was changed and performed as expected until self test fails on (B)(6) 2010 and later on (B)(6) 2011. The next event was logged on (B)(6) 2011. The recorded temperature at the time of the first fail was close to zero degree celsius. This would indicate the device was being stored in a location where it was exposed to adverse environmental conditions which can have a detrimental effect on the device membrane. The low battery warnings were triggered because the pad-pak was depleted to the point where it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.